Event description:
On 25-july-2025, prior to a port placement procedure, it was reported that a box labeled with sku 0602690 actually contained 05 units of sku 0604580. It was further reported that all products in this box were labeled with the code 0602690. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo (12619890 - image 01.png) shows side view of the opened packaging box which contains four labels on the top. One case label with product details (lot# rejp3378 and material# 0604580, qty: 5) was noted. Another label showing product details (lot# rejq2341 and material# 0602690) was noted. Other two labels showing shipping related information. The second photo (12619890 - image 02.png) shows the unit label of the product which shows material# as 0604580. However, another label shows product details as (lot# rejq2341 and material# 0602690). Therefore, the investigation is confirmed for the labelling problem issue. The cause of this condition is related to be manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a port placement procedure, it was reported that a box labeled with sku 0602690 actually contained 05 units of sku 0604580. It was further reported that all products in this box were labeled with the code 0602690. There was no patient contact.